Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32032. It was reported that the patient experienced an infection at the lead site. As a result, the patient's system was explanted. Patient was prescribed antibiotics.

Event description:
Related manufacturer reference number: 3006705815-2020-32032.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.